Event description:
It was reported that on (B)(6) 2020 at 1:01am the large volume pump rate field was mis-programmed with the dose for a nitroglycerin infusion. The titratable infusion was programmed to run at 20ml/hr (66.67mcg/min) instead of the ordered dose of 20mcg/min (6ml/hr). Then, the rate was increased to 40ml/hr (133.3mcg/min) rather than the ordered dose 40mcg/min (12ml/hr). Then, the rate was again increased to 50ml/hr (166.7mcg/min) rather than the ordered dose 50mcg/min (15ml/hr). The patient received 52.8ml total of the drug before the programming error was identified, and the patient became hypotensive and required vasopressor support with norepinephrine, and increased monitoring. Although requested, further information was not provided.

Manufacturer narrative:
The report of a nitroglycerin overinfusion due to a programming error was confirmed. The device logs and the customer¿s dataset were not received for investigation. Only ikp data was received for investigation. Keypress entries related to programming can only be found in the pcu event log. The ikp data received shows that at the time of the reported event, pump module s/n (B)(6) was manually programmed to infuse a continuous infusion of nitroglycerin through guardrails under the adult-non maternity profile on (B)(6) 2020. The dose and rates programmed were: from 1:01 am to 1:13 am, dose = 66.67mcg/min (rate = 20ml/hr). The intended dose was 20mcg/min (rate = 6ml/hr). From 1:13 am to 1:36 am , dose = 133.3mcg/min (rate = 40ml/hr). The intended dose was 40mcg/min (rate = 12ml/hr). From 1:36 am to 2:16 am, dose = 166.7mcg/min (rate = 50ml/hr). The intended dose was 50mcg/min (rate = 15ml/hr). The root cause of the reported medication error (nitroglycerin overinfusion) was identified as programming. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 19 march 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 25 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 1:01am the large volume pump rate field was mis-programmed with the dose for a nitroglycerin infusion. The titratable infusion was programmed to run at 20ml/hr (66.67mcg/min) instead of the ordered dose of 20mcg/min (6ml/hr). Then, the rate was increased to 40ml/hr (133.3mcg/min) rather than the ordered dose 40mcg/min (12ml/hr). Then, the rate was again increased to 50ml/hr (166.7mcg/min) rather than the ordered dose 50mcg/min (15ml/hr). The patient received 52.8ml total of the drug before the programming error was identified, and the patient became hypotensive and required vasopressor support with norepinephrine, and increased monitoring. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 1:01am the large volume pump rate field was mis-programmed with the dose for a nitroglycerin infusion. The titratable infusion was programmed to run at 20ml/hr (66.67mcg/min) instead of the ordered dose of 20mcg/min (6ml/hr). Then, the rate was increased to 40ml/hr (133.3mcg/min) rather than the ordered dose 40mcg/min (12ml/hr). Then, the rate was again increased to 50ml/hr (166.7mcg/min) rather than the ordered dose 50mcg/min (15ml/hr). The patient received 52.8ml total of the drug before the programming error was identified, and the patient became hypotensive and required vasopressor support with norepinephrine, and increased monitoring. Although requested, further information was not provided.

Manufacturer narrative:
Typo in b5 - june should be july.